Manufacturer narrative:
No conclusion code available. The reported backup vvi was confirmed in the laboratory and was due to a parity error. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the parity error could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during interrogation of the device pre-implant the device is in backup vvi mode.